Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they reprogrammed around the high impedances and the patient is doing better with their new settings. They stated that the physician hasn't decided to do any intervention at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for radiculopathy and spinal pain. It was reported that the patient controller displays a ¿settings not available¿ message. The rep mentioned that they had a programming session with the patient on (B)(6) 2019. It was noted that the patient liked the programming but was getting the message ¿intensity can not be found¿ on the patient controller. The rep ran impedances and stated that electrode reference 15 showed had a red x indicator. They stated that they had the patient bend over a little bit and they checked impedances again; all indicators were green but electrode 13 showed >40,000 ohms and the electrode 12 red indicator went away. The rep noted that there was a message indicating that b2 is no longer in out of range (oor). The patient stated that all three programs were displaying the same oor message intermittently on the controller. The caller stated that they would follow-up with the physician to discuss the issue. No further complications were reported or anticipated.